Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed a hematoma after generator replacement surgery on (B)(6) 2016. The hematoma was first noted on (B)(6) 2016. The surgeon performed a evacuation of the hematoma on (B)(6) 2016 to prevent an infection. Additional relevant information has not been received to date.